Event description:
Healthcare professional reported that they were trying the 6495 bipolar heartwire for the first time in the hospital and were not able to get pacing. There was no incident to patient.